Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 07-aug-2022 to 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station crashed due to battery failure. The system has rebooted without shutting down. This error could have been caused if the system stopped responding, crashed, or lost power unexpectedly. The field service engineer reported that customers had swapped the battery and confirmed no other issues occurred. The system was functional as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly went blank screen during a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly went blank screen during a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the station crashed due to battery failure. The customer had swapped the battery and confirmed no other issues occurred. The system was functional as intended.